Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power loss before and after a battery change. The customer indicated that they waited two hours before installing a new battery in an attempt to clear the alarm however, the pump alarmed again after the two hour break. Customer's blood glucose was 198 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
No unexpected power loss alarm was noted. The sleep currents were within specification. The pump passed the displacement and self tests. However, the pump had a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.